Event description:
It was reported that a cartridge was damaged due to adhesive failure between the pigtail tubing and the cartridge. There was no adverse impact to the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy.